Event description:
It was reported that the bd nexiva¿ closed IV catheter system became loose. The following information was provided by the initial reporter, translated from swedish to english: injection membrane (q-site) on pvk which should be screwed on but was not attached and came loose so that the nurse's shoes and clothes became bloodied. The shoes had to be thrown away. It has happened repeatedly that the membranes are not attached properly and come off when sampling or flushing the pvk.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system became loose. The following information was provided by the initial reporter, translated from swedish to english: injection membrane (q-site) on pvk which should be screwed on but was not attached and came loose so that the nurse's shoes and clothes became bloodied. The shoes had to be thrown away. It has happened repeatedly that the membranes are not attached properly and come off when sampling or flushing the pvk.